Manufacturer narrative:
The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. Additional information received indicated the tibial tray was able to successfully mate with other devices. Therefore, there are no allegations or deficiencies with this device.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 00596202410; lot# 65415688. G2: foreign - event occurred in india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the poly/insert would not lock into the tibial tray despite repeated attempts by the surgeon. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.